Event description:
It was reported that during an unknown procedure, the devices could not apply clips successfully. No patient consequences reported.

Manufacturer narrative:
(B)(4). Yielded jaw the device (a) was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional; it was cycled and ejected the remaining clips due to the jaw condition. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition with a clip in the jaw; the clip was removed in order to measure jaw width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # k90f53, expiration date: 01/2018; manufacturing date: 02/2013.